Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1357m, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had pain by the implant site. The patient lost around 15 pounds and the ins migrated closer to the skin based on the weight loss. The device was temporarily turned off and will be reprogrammed to a more comfortable level. It was noted the implant pocket would be revised and was scheduled for (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.